Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection methos for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation was unable to reproduce the no image. The evaluation findings were: the light guide cover glass has a scratch, adhesive on the bending section cover has a chip, distal end is deformed, video connector is deformed, protector of the video cable section has a scratch, and the label on the light guide connector is peeled. The device was inspected before usage and the result of the inspection error showed the communication error. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex deflectable videoscope has no image. The issue was found during preparation for use for a gynecology therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.